Event description:
It was reported that bipolar lead impedance has increased from 900ohms to 1500ohms. Capture threshold has also increased from 2.0v at 0.6ms to 3.0v at 0.9ms. Attempts to obtain additional information regarding the lead's status were unsuccessful. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.